Event description:
This is report 2 of 3 involved in this peritonitis event. This is a report of peritonitis in a patient coincident with peritoneal dialysis (pd). Dianeal therapy was ongoing. The patient was hospitalized for peritonitis and was treated with keflex (500mg twice daily by mouth) and vancomycin (1.5gm every 5 days ip) for the peritonitis. The cause was unknown. The patient was discharged from the hospital. The patient was retrained on a proper aseptic technique. Three days later after the patient was discharged, they were readmitted to the hospital with diagnosis of relapsing peritonitis manifested by cloudy effluent. Treatment was not reported. The patient remained hospitalized and recovering from this peritonitis event.

Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot number(s) h13a08048 with no issues noted during the manufacturing process. There were no deviations from standard procedure. An exception was noted for the batch but does not indicate any issues related to the complaint. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4).